Event description:
It was reported that during a procedure to treat the left middle cerebral artery (mca) stenosis, the subject device balloon couldn¿t be expanded. Therefore; the subject device was withdrawn from the patient¿s body and the middle of the subject device was found to be leaked. The procedure was successfully completed with a new same type of the device without clinical consequences to the patient.

Event description:
It was reported that during a procedure to treat the left middle cerebral artery (mca) stenosis, the subject device balloon couldn¿t be expanded. Therefore; the subject device was withdrawn from the patient¿s body and the middle of the subject device was found to be leaked. The procedure was successfully completed with a new same type of the device without clinical consequences to the patient.

Manufacturer narrative:
The investigation has been updated as follows: the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection noted damage to the inner shaft under the hub appeared to be perforated, the catheter was kinked at approximately 37.0cm from its distal end and the shaft of the inflation port appeared to have hole. However, no damage or anomalies were found on the balloon. Following the functional test, the friction was encountered, and the balloon would not inflate normally. Water was leaking through the guidewire port from the hole in the inflation port. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information provided in the complaint indicated that the device was in good condition during/after unpacking and preparation, the device was prepared per the dfu, no difficulties were noted when removing the fg gateway device from the dispenser hoop, the dispenser hoop was flushed with saline, no resistance was noted when advancing the guidewire through the device, continuous flush was setup and the patient's anatomy was noted to be tortuous at lmca1. This complaint appears to be associated with a product that met all required specifications, but performance was limited due to procedural factors encountered during use. Therefore a cause code of 'procedural factors' has been assigned to the reported and analyzed 'balloon failed to inflate', the analyzed 'balloon catheter shaft leaked during use', the analyzed 'balloon catheter kinked/bent', and the analyzed 'balloon or balloon catheter friction'. The reported 'balloon leaked during use' was not confirmed as no anomalies were noted to the balloon and the leak occurred on the balloon catheter shaft.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection noted damage to the inner shaft under the hub appeared to be perforated, the catheter was kinked at approximately 37.0cm from its distal end and the shaft of the inflation port appeared to have hole. However, no damage or anomalies were found on the balloon. Following the functional test, the friction was encountered, and the balloon would not inflate normally. Water was leaking through the guidewire port from the hole in the inflation port. Information provided in the complaint indicated that the device was in good condition during/after unpacking and preparation, the device was prepared per the directions for use (dfu), no difficulties were noted when removing the device from the dispenser hoop, the dispenser hoop was flushed with saline, no resistance was noted when advancing the guidewire through the device, continuous flush was setup and the patient¿s anatomy was tortuous. Based on the information available and analysis of the returned device, an assignable cause of 'procedural factors¿ will be assigned to this investigation, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure to treat the left middle cerebral artery (mca) stenosis, the subject device balloon couldn¿t be expanded. Therefore; the subject device was withdrawn from the patient¿s body and the middle of the subject device was found to be leaked. The procedure was successfully completed with a new same type of the device without clinical consequences to the patient.